Event description:
It was reported that capture and sensing anomalies were observed. The atrial lead was dislodged. The lead was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.